Event description:
It was reported that the 9900 system had an intermittent communication fault error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos, rtos, and system interface board were replaced and the software installed during the service call. The system was tested, and found to be working as intended, and put back into service.